Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked. Reportedly, the pump no longer functions and the touchscreen display does not illuminate anymore. There was no impact to customer's blood glucose level, and contact stated customer is using manual injections for insulin therapy.